Manufacturer narrative:
The suspect device was returned to olympus for evaluation and the physical device evaluation was completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer informed olympus that the device was used in 9 colonoscopies between testing and quarantine, once the positive culture was observed the device was quarantined. The device was reprocessed 6 times before sampling, the last device reprocessing was performed on (B)(6) 2023 (the day prior to sampling, approximately 16.5 hours), the sample was taken after being stored, the device was stored in a non-ventilated metal cabinet (the clean area is equipped with a ventilation plant, and the room temperature was 21 degrees celsius), the device was used for a colonoscopy on (B)(6) 2023. The customer provided the cleaning, disinfection, and sterilization (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found no detection of contamination. All device channels (distal end, instrument / biopsy / suction channel, air / water channel, and auxiliary water channel) found no detection of microorganisms. The results conform in accordance with "rki-bfarm-guidelines". The device evaluation found the following: the air / water tube and air / water cylinder had foreign material, the air / water cylinder had discoloration, the suction cylinder had discoloration, the forceps channel had a scratch, the plug unit had a scratch, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up / down knob was out of the standard value due to wear of the angle wire, and the light guide lens had a crack. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, the evis exera iii colonovideoscope tested positive on (B)(6) 2023, for >300 colony forming units (cfus) of micrococci (the air / water channel was sampled), and 1 cfu of micrococcus (the working channel was sampled). The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material and a root cause could not be determined. However, it is likely that since the user was not informed from the lab when bacteria was detected and the subject device was not isolated at the time of sampling the event occured. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.